Event description:
It was reported that during deployment of this stent for a therapeutic urological procedure, that the pigtail broke off. The stent was not utilized in the pt and the procedure was successfully completed with the use of another percuflex plus stent. There were no pt complications due to this event.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been received yet; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.